Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a breast augmentation primary with mentor memorygel, 300cc breast implant has experienced right-sided silent rupture, and bilateral ptosis postoperatively. The matter was diagnosed during surgery. Patient was getting a bilateral mastopexy and go with a small implant and when health care professional was performing surgery the right implant was rupture. As a result, the patient underwent bilateral replacements as follow: l/ cat#: 3502754bc, sn#: (B)(4), r/ cat#: 3502754bc, sn#: (B)(4). On (B)(6) 2022. This report relates to the left side.